Event description:
On 3/14/97, the account reported a discrepant result for ck-mb, which was run on the analyzer. The pt was presented in ER with tightness in the chest. A ck-mb result of 20.7 ng/ml was reported along with a total cpk (method unknown) result of 326. The ck-mb result was questioned by the cardiologist in ER and sent out to a reference lab for electrophoresis. A result of 3.7% was obtained (0-5% is the normal range). Because of the first reported ck-mb result, the pt was admitted and put in the intensive care unit. She was placed on telemetry and serial enzymes were ordered. The pt was released from the hosp on 3/18/97 after the electrophoresis result was received. No report of injury.